Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 337 mg/dl. Customer attempted to treat with the pump. Customer stated that they are unable to exit the preparing to prime loop. Customer was advised to hold down the act button until they receive a 2nd series of beeps and/or numbers on the display. Customer stated that the numbers appeared on the screen. Customer was advised to monitor the pump. Customer called again and stated that he was trying to fill the tubing but the pump never gave him a number. Customer received a compromised force sensor system alarm. Customer's blood glucose was 460 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.